Event description:
The end user alleges the tdxsi-cg power chair took off and rammed her into a table damaging the front wheel of the chair. The end user states she was pinched between the table and the wall. She will be seeking medical attention. She states the left leg is now swollen and she is in considerable amount of pain.